Event description:
Event description guidant received information that, while doing a generator exchange, the atrial lead was attempted to be removed from header. No abnormal exertion was applied to lead and the lead pin fell off of the lead and the lead uncoiled. The doctor was unable to remove the lead. It has been implanted over 6.5 years.